Event description:
Customer reportedly rec'd results of 463 mg/dl and 180 mg/dl within 10 mins on the same device. No symptoms of high blood glucose. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.